Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving unknown type of medication via an implantable infusion pump. The indication for use (if) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient had the device removed at least five years prior. The patient could never use medicine in it, they just had water in it and eventually they decided to take it out. Further follow-up was conducted to clarify what was meant by not being able to use medicine in the pump. If additional information is received, a follow-up report will be sent.